Manufacturer narrative:
It was reported to arjo representative that there was the incident with the sara plus active floor lift and sara plus wipe down sling. During "sit and stand" exercises with assistance of two physical therapists, patient's knees buckled and as a consequence resident slid down. However, the sling was all the time supporting the patient safely, neither fall nor injury occurred. Arjo clinical consultant visual evaluation of the arjo system (sling and lift) revealed that devices were in a good condition, both working appropriately and according to manufacturer's specification. No device malfunction has been found neither with lift nor the sling. Arjo was informed that the patient was diagnosed with guillain barre syndrome. This is a rare disorder in which body's immune system attacks nerves. Weakness and tingling are the very first symptoms and can quickly spread, eventually paralyzing the whole body. People with guillain barre syndrome can have varying degrees of disability. During the course of the investigation, arjo representative collected the following information from the customer facility representative "discussing with involved parties, appears user failure to recognize patient increasing fatigue. Sling potentially should have been sized down to medium to provide increased security; patient knees may not have been braced against sara plus shin pad adequately.". After reviewing patient physical condition at the time of event it was an arjo clinical consultant advise in agreement with hospital therapy team manager that usage of sara combilizer instead of sara plus would provide better solution for this transfer. In the instruction for use for sara plus active lift (kkx52180m-en_13, 07/2016) there are some crucial information and warnings regarding proper lifting process: "warning: before using the sara plus, a qualified health professional must carry out a clinical assessment of the patient to ensure that it is safe to lift them.". "Approach the patient from the front with the lift, stop before the foot support and proactive pad are in contact with the patient.". "Adjust the proactive pad height (if necessary) - an approximate guide is to align the top of the proactive pad just below the patient's patella.". "If the patient can stand sufficiently well and lock his/her knees in the normal way when fully raised, their knees will come away from the proactive pad and he/she will be able to lean back into the sling.". According to all information gathered during investigation we can conclude that active lift and active sling were used for patient's transfer despite visible signs of patient increasing fatigue and insufficient condition for active transfer. The right type of sling and lift should be used after proper assessment of each resident's size, condition and the type of lifting situation. Please note, that if caregivers follow all recommendations and procedures provided in instructions for use (underlined above), the risk of serious injuries and hazard situations is low. To conclude, the system active floor lift and active clip sling was used for the patient's transfer. There was no malfunction found with the lift nor the sling (system did meet the manufacturer's specification). However the patient slid down while using arjo devices, and based on that, we decided to report this event to competent authority.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjo was informed about the incident with the involvement of sara plus active floor lift and sara plus wipe down sling. It was reported that patient was during hospital therapy using sara plus lift with the assistance of 2 physical therapists when the incident occurred. During second standing resident's knees buckled and as the consequence of lost balance patient collapsed down. There was no fall or injury reported as the patient was still held by the sling.